Event description:
There was no patient involved in this event. The device beeps with green status indicator flashing.

Manufacturer narrative:
The history log for this device showed the pad-pak was first installed on the 4th august 2013 and performed to specification up to the final history log entry on 9th june 2015. A test pad-pak was installed and passed a self-test. The device powered off with no warnings given, an audible chirp was present alongside the flashing green status led. This confirms the reported fault. The device successfully delivered test therapy and an acceptable measurement was recorded for the test shock. The device powered off with no warnings given. The audible chirp continued alongside the green status led. The current drain of the device was measured and indicated a fault. The device was disassembled for investigation. No visual abnormalities were found. Investigation found the fault can be attributed to membrane failure due to manufacturing defect. A fault was measured across the red status led, this caused leakage current to the beeper which resulted in the device emitting an audible chirp alongside the green status led. Upon visual inspection of the rear of the membrane a short circuit created by excess silver paste was found.